Event description:
It was reported by the affiliate that during a lobectomy procedure, when the jaw was opened after the second firing, the cartridge came off and bleeding occurred. The staples were unformed. Reinforcement material was not used. The operation was converted into open surgery. Another device was used to complete the procedure. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.